Event description:
It was reported that the patient's lead was damaged during an implantable neurostimulator (ins) explant procedure. The ins was being explanted to allow the patient to have an MRI. The lead snapped into two halves and was still in the patient's body because it was unable to be retrieved. An x-ray was completed and confirmed the tined electrode was still there. No other interventions were planned at the time of this report. Patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v118913, serial#, implanted: 2008 (B)(6), explanted: product type: lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).